Manufacturer narrative:
One used device was returned for evaluation. During testing of the returned device, the cuff was found to leak. The leak site was identified as a pin hole in the cuff. The size and appearance of the hole in the cuff was determined most consistent with the device having come into contact with a sharp object during use or damage induced during cleaning (i.e., cleaning with wire brush). Reporter did not state that device was re-processed; therefore most likely cause would be device coming into contact with sharp edges during use.

Manufacturer narrative:
The suspect tracheostomy tube was returned for product inspection. During functional testing, the cuff was inflated and submerged in water. Immediately, bubbles were observed escaping the tracheostomy tube cuff. Visual inspection observed a small pin hole in the cuff material. As the cuff was reportedly in use for 24 hours prior to leak detection, the cuff is believed to have become damaged during device use. Additionally, manufacturing performs 100% pressure testing prior to product release. Had the pin hole been present at that time, the leak would have been detected and the device scrapped. No evidence was found to suggest the reported event was related to an intrinsic product problem. The reported fault was confirmed; however, the root cause of the pin hole could not be definitely determined

Event description:
The device was placed in patient use on (B)(6) in operating room setting. According to reporter, the device was filled with air at that time (device cuff is designed to be filled with sterile water). Later that day, the patient showed de-saturation and patient was coughing. The staff re-inflated the cuff using normal saline (10 ml). According to reporter, on (B)(6) the patient was coughing. The nursing staff checked the cuff volume and found cuff volume to be 1 ml. The tracheostomy tube was later replaced with another tube.